Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-12139 it was reported that an asymptomatic patient presented to an in-clinic follow-up with noise over-sensing causing pacing inhibition on their atrial lead and also under-sensing on the right ventricular lead. The two leads were capped and replaced on (B)(6) 2021. During the procedure, it was noted that the right ventricular lead exhibited an insulation break. Patient was stable after the procedure.